Event description:
Caller reported that occlusion alarms occurred. There was no adverse impact to the customer's blood glucose level. Tandem technical support instructed the caller to perform a system check and no issues were identified. The customer replaced pump supplies and continued with insulin therapy.